Manufacturer narrative:
Analysis found that a complete lead was returned in one piece measuring 58.3cm. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant procedure, the lead exhibited high capture threshold value. The lead was removed and replaced. The patient was in stable condition.